Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Information was provided that no further issues occurred after the service visit.

Manufacturer narrative:
The field service representative ran performance testing. All calibrations and qc performed by the customer were acceptable.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient sample. The initial result was 0.034 ng/ml and was reported outside of the laboratory. On (B)(6) 2017, the repeat results were 2.73 ng/ml and 2.65 ng/ml. A second sample from the patient was tested and the results were 3.73 ng/ml and 3.55 ng/ml. There was no allegation of an adverse event. The reagent lot number was 170630. The expiration date was provided as "2017/12". The customer did not have issues with any other assay or any further events.